Event description:
It was reported, "revision df posed in 2012 at nord implant (calot)" update it is reported " during the first intervention, the surgeon placed a femoral component, and an extension rod without using a main diaphysis, so outside the stanmore use recommendation. Result: the stem has separated from the femoral component, hence the need to take this patient, to make a 45mm cut to position".

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mets femoral component was reported. The event was not confirmed by medical review/product inspection/photographs. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 14apr2011 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for disassociation regarding mets femoral component lot a8599/012. There have been no other events for the lot referenced. Siw will continue to monitor for trends. Conclusions: an event regarding disassociation involving a mets femoral component was reported. The results of the investigation indicate that the surgical protocol was not followed, as stated by the sales rep "during the first intervention, the surgeon placed a femoral component, and an extension rod without using a main diaphysis, so outside the stanmore use recommendation. Result: the stem has separated from the femoral component." Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. H3 other text: device not returned.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device not available.

Event description:
It was reported, "revision df posed in 2012 at (B)(6)."